Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken power cord; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with broken cable was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be ac power cord cracked/broken. Replaced ac power cord to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.